Event description:
Additional information received reported the problem was unknown, but attributed to the battery. There was a right flank generator replacement on 2013 (B)(6). There was no hospitalization required due to this event.

Manufacturer narrative:
Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37083-6, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3998, lot# v034832, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the last implantable neurostimulator (ins) was reportedly replaced due to "broken from a fall a couple of times." The patient passed out and the cause was unknown.

Event description:
It was reported that the patient was scheduled for an implantable neurostimulator (ins) replacement on wednesday to place a new ins in the patient¿s back. It was noted was having the ins replaced due to stimulation change with posture. It was further noted the patient was getting good therapy. The reporter stated they were not aware of any issues the patient was having with the current ins location. It was noted the patient¿s healthcare professional (hcp) was planning to reposition the ins to the patient¿s back. It was further noted the ins was currently ¿anterior.¿ the reporter stated the hcp may not was not open the current lead-extension connection site and may want to connect a new extension to the patient¿s current extension. Additional information received reported the patient had their new ins implanted as planned and the ins with adaptive stimulation was selected to assist with the patient¿s complaints of postural change with their therapy. Additional information was requested, but was not available as of the date of this report.